Event description:
It was reported that at approximately 3:00 a.m. On an unspecified date, the patient lost consciousness in the bathroom and was subsequently hospitalized due to hypoglycemia. Blood glucose level was reported to be 7 mg/dl. Earlier that day, the patient reported to have eaten a mid-day meal but delayed the corresponding bolus by approximately 30 minutes. He reported administering his dinner bolus on time and later administered an additional 10 units at around 11:00 p.m. At approximately 6:30 a.m., the patient¿s wife found him unconscious in the bathroom and called emergency services. He was transported to the hospital and admitted, remaining hospitalized for one week. The hospital staff reported that the patient was intubated upon admission and indicated that the patient¿s previously high insulin dosage may have contributed to the hypoglycemic event.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition or user error could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: phone_control_ios omnipod software app version: 2.1.0 operating system: 26.1 hardware: iphone18.4 cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.